Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10 mm x 2.25 mm wolverine coronary cutting balloon monorail was used during pre-dilatation and on the third inflation at 18 atmospheres, the balloon ruptured. The balloon had ruptured at 18 atmospheres after inflating from 6 atmospheres to 12 atmospheres. The procedure was completed with a non bsc device successfully. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues with the shaft or hypotube which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10 mm x 2.25 mm wolverine coronary cutting balloon monorail was used during pre-dilatation and on the third inflation at 18 atmospheres, the balloon ruptured. The balloon had ruptured at 18 atmospheres after inflating from 6 atmospheres to 12 atmospheres. The procedure was completed with a non bsc device successfully. No patient complications were reported in relation to this event.